Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 3.3, lab: 5.2. One hour between inratio and lab tests. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 3.3, reference: 5.2, mean: 4.25, confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot #k308314 on (B)(6) 2013. Results as follows: donor (B)(6) , inratio: 2.4, 2.6, 2.5, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 4.00. Donor (B)(6) , inratio: 2.2, 2.2, 2.2, reference: 2.47, bias threshold: 1.47 - 3.47, %cv: 0. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performance as expected. (B)(4) . Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending.